Event description:
It was reported, the patient had acute pain he believed was caused by a "portion of a lead" that the hcp was unable to explant and remains implanted. The patient stated he was in "a lot of pain" at the lead site and "has been off medications since july". Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Event description:
Additional information received reported that the patient did not have an active device. The last device was taken out in 2005 and the doctor removed six out of seven wires. The patient still had one wire on the right side of the shoulder and it was causing a lot of problems. The patient was barely able to use his hand and it was pushing up against the nerve. It was noted, ¿where they attached the lead at c5, c6 vertebrae, the fusion was coming loose.¿ the patient further reported, ¿nobody would do anything about it.¿ because of the wire left the patient was not able to have an MRI and the patient was discharged from the UK medical center and had ¿nobody to go to.¿ the patient was in a lot of pain. When asked when the problem started, the patient stated it gradually came through the past years because of scar tissue around the wire. The patient would see his primary doctor next monday. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), product type: programmer, patient; product ID 7 495lz51, serial# (B)(4), product type: extension; product ID 7495lz51, serial# (B)(4), product type: extension; product ID 3998, lot# la1849, implanted: (B)(6) 2002, product type: lead. (B)(4). Correction: type of reportable event checked other and serious injury.

Event description:
The patient also stated that he had been having problems.